Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (turkey) the ipg was removed and replaced on (B)(6) 2017. In the operating room everything was fine. In the clinic lead diagnostics indicated high impedances and the physician thought the issue was with the extension. The patient underwent surgical intervention on (B)(6) 2017 and the extension (right side) was disconnected from the ipg. The physician experienced difficulty connecting the extension to the ipg and finally connection was completed, however high impedances were present. The extension was removed and replaced and impedances were okay. The physician then attempted to connect the extension into the ipg and it did not fit.

Event description:
Follow up information (turkey) identified therapy has not resumed and issue has not resolved.